Event description:
It was reported that a 3 year old patient presented to the emergency department with decompensated septic shock and required resuscitation. During resuscitation, the patient was connected to an infinity acute care system m540 monitor. Throughout the resuscitation, the monitor was unable to provide any oxygen saturation readings. The pulse oximetry probe was repositioned and replaced multiple times however, no successful oxygen saturation measurements were obtained. As a result, the patient required intubation without the availability of reliable oxygen saturation monitoring. It is unclear whether the inability to obtain oxygen saturation readings was related to monitor performance, sensor function, or the patient¿s extremely poor perfusion state at the time of resuscitation. No adverse patient impact associated with the monitoring system was reported.

Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.